Event description:
¿I had a metal on metal hip placed in (B)(6) 2007 and it immediately started rubbing and grinding.¿ it was placed at uva. Recently had a bone scan that showed metallosis. Pt stated she went from (B)(6) to (B)(6) pounds, have pain, sick and feels like she is going to die. Also stated this is ¿very debilitating for me.¿